Manufacturer narrative:
Product was returned. The infection allegation could not be confirmed by laboratory analysis, no device problem was found.

Event description:
It was reported that this right ventricular lead along with the entire system was explanted due to infection and endocarditis. This lead was returned. No additional adverse patient effects were reported.